Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The batch sequence number of the instrument was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product. This complaint is being reported due to the following conclusion: the instrument had reportedly sparked with no evidence or claim of user mishandling or misuse. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer stated that the maryland bipolar forceps instrument had sparks at the tip of the instrument during coagulation. The procedure was completed with no reported injury. Per the event description, there is no indication that the product was not being used as intended. The surgical procedure was completed with a backup da vinci instrument of the same kind. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use and no damage was identified. The cannula was inspected prior to us, but a pin gauge was not used. Reportedly there was no arcing observed during the surgical procedure, only the sparks. At the time of the event, the surgeon was performing coagulation using bipolar energy from a valley lab force triad generator, with the settings of cut: 45 and coagulation: 45. The instrument was in use for approximately 1 hour. At the time, a harmonic ace and prograsp forceps were also in use, but there was no collision with these other instruments. At the time of the issue, the instrument tips were in contact with tissue. The instrument did not touch any staples, clips, or sutures while energized. The instrument reportedly had a crack in the insulation cover of the wrist. There are no images or videos available for review. The instrument is available for return and analysis. It was confirmed that patient did not experience any harm or injury and has not returned to the hospital related to any post-surgical complications related to the event.

Manufacturer narrative:
Corrected information can be found in the following field: d4/lot number. D11- intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. No damage was found to the conductor wire. The root cause of thermal damage between the grips of the bipolar instrument yaw pulley is typically attributed to the mishandling/misuse, most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
Refer to h10/h11 for follow-up information.